Manufacturer narrative:
It was reported that the screws on the bottom of the cane are stripped. The customer stated the cane is "unstable".the customer further reported that the threads on the foot adjuster of the cane are stripped.

Event description:
It was reported that the screws on the bottom of the cane are stripped.